Event description:
Device complication:none. Time of complication: post procedure. Symptoms: hypotensive, stroke. It was reported that during hospitalization, the medically-complex patient had a stroke post procedure in 2005; however, the investigators state that it was not due to the stent device. The event continued and it was not pre-existing. Post-stent placement, the patient became hypotensive and an iabp was placed. The patient was reported to be stable in the ICU. The patient was scheduled for CT surgery in july 2005 for avr and possible CABG. The patient's outcome was reported to have improved.